Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered errors 40084 with the curved tip stapler 30 with the white reload on arm 4. The customer tried out another stapler on the arm 4 with no success. The customer used the stapler on arm 2 and it was noted to be working normally. The site continued to complete the procedure as planned with no reported patient injury. Isi followed up with the initial reporter and obtained additional information: the system was powered cycled along with the circuit breakers to resolve the reported issue. A backup stapler was used on arm 4 without any issues. No patient demographics available. The procedure was completed with no injury to the patient.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) due to stapler engagement issues. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit passed the normal mode without triggering any error. Also, various staplers were installed on the unit without triggering any errors. However, the unit was tested on the test platform and it failed the carriage low speed friction pointing to degree of freedom (dof) 8. Further investigation found dof8 gearbox to be resistance when it is spun manually. The dof8 gearbox was removed from the carriage main block, the c ring was removed from the gb and one of the small gears was found to be broken off the gb and it was not intact. This potentially caused the engagement issue in the field. As a fix to the reported problem, the dof8 gearbox will be replaced. The unit passed all other in-house functional tests.